Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels over 33 mg/dl. Customer¿s blood glucose level was 178 mg/dl at the time of call. Customer¿s blood glucose drop down to 125 mg/dl. Customer was treated with glucagon. The insulin pump will not be returned for analysis.